Manufacturer narrative:
Medtronic received information that the issue was discovered while in sterile processing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the ostium seeker was damaged. There was no patient present when this issue was identified. No additional information was provided.